Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing and noise. The smart pass feature had programmed itself off due to low intrinsic amplitudes. The shocks occurred in the primary sensing vectors. Testing found low amplitudes in the other two vectors. So, the clinic extended the smart charge and adjusted the zones. The system remains implanted. There were no additional adverse patient effects.